Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had loss of capture and that the patient was in the emergency room prior with increasing thresholds. The lead remains in use. No patient complications have been reported as a result of this event.